Manufacturer narrative:
H2-3) the percutaneous (perc) pin was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the per pin had no failure found. The pin measured 6.33 millimeters and should be 6.35 millimeters (mm) +0/-0.006 mm. The perc pin fit into two different know good perc frames without issue. Codes: b01, c19, d14 h2) please see section d4 for update on the instrument's lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that  the 100 millimeter (mm) percutaneous (perc) pin (lot number 2024021015) would not engage into the perc pin adapter. The surgeon tried a couple times and was unable to seat the perc pin adapter onto the 100 mm perc pin. It appeared this 100mm pin was a tighter fit and would not engage. The site switched to the 150 mm and the pin seated with no issues and they continued with the case. The field representative (rep) tested the 100 mm perc pin and adapter after the case and confirmed that the pin would not engage with the 100 mm, but would engage and seat with the 150 mm pin. No known impact to patient outcome. There was a surgical delay of less than five minutes.